Event description:
Pediatric/youth crutches are breaking at hand pieces or at adjustment screw because of stress at these areas. Unable to place hand piece at bottom (4th) hole because wood is too tight to secure wing nuts properly. Pair was returned by a pt because of wood breaking at hand piece.